Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the unit would not shut off. Analysis did find that the main printed circuit board, liquid crystal display, heart lead flex, heart block and heart wire contacts were contaminated and corroded, and that the upper case, side bail covers and battery drawer were broken. It was noted that due to the extensive damage sustained by the device, it was being returned to the customer unrepaired. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator would not shut off. The display did appear blank; however, the pace/sense lights continued to flash. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.